Event description:
It was reported 4 of 7 electrodes were showing out of range impedances of >10000 ohms. The only reported intervention was reprogramming. The outcome was reported as 'ongoing with no further action needed.'

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2008 (B)(6), product typ programmer, patient product ID 7435, serial# (B)(4), implanted: 2004 (B)(6), product typ programmer, patient product ID 3487a, lot# l77655, implanted: 2000 (B)(6), product typ lead. (B)(4).